Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post operative visit following a successfully completed cryo ablation procedure, a femoral murmur was documented and a vascular doppler confirmed a right femoral arteriovenous fistula. The patient was hospitalized and intervention was taken. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.